Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens -10.00/+1.0/078 (sphere/cylinder/axis) tore during delivery into the patients left eye (os). There was patient contact but no injury. The lens was replaced with a same length but different model lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).